Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel issue has been completed since the original report was submitted. The device was not returned for investigation according to the clinical details, 3 units of blood were administered after noting retroperitoneal bleeding. The cause of the vascular damage issue was not determined since sufficient clinical information was not provided and unknown relation to impella. In accordance with updated procedures, sections d6 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 82-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was taken for a computed tomography (CT) scan due to low hemoglobin (hgb). The team suspected a retroperitoneal bleed. Three units of blood were given. The CT scan found no bleeding. Hgb drawn shortly after resembled baseline hgb, so the team suspected low value was an error.